Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue). The pump is making a high-pitched screeching noise every couple of minutes, which could be heard during troubleshooting. Pump screen remained normal on home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: no defect found. No activity related to complaint observed in the black box and alarm history on date of reported issue. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no alarms our sounds occur. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.